Event description:
Pt on ventilator in ICU. Pt became agitated and ventilator rate increased. Chest x-ray revealed pneumothorax bilaterally. Treated with chest tubes. Noted condensation had saturated filter which may have occluded the expiratory portion of the circuit/loop.